Event description:
It was reported that the health care professional (hcp) requested review of atrial tachy response (atr) episodes on the cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) analyzed device episode data and found that there was far-field oversensing of this right ventricular (rv) lead signal in the atrium. There was no pacing inhibition greater than two seconds observed. There was an alert for rv pacing impedance values out-of-range with measurements greater than 3000 ohms. Hcp noted that this was due to a known rv lead anomaly. This patient is pacing dependent. No adverse patient effects were reported. Currently, the crt-p system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).